Manufacturer narrative:
The user facility medwatch reference number uf/ importer report (B)(4). Date (B)(4) 2013 - the device listed in this report is a part of the event from MFR. Report 3008524126-2013-00020.

Event description:
Based on the information provided, during a l4-s1 laminectomy, the 8mm cage was protruding from the disc of the cage remains implanted. There were no contributing factors.